Event description:
During surgery, two trinity biolox delta ceramic liners fractured when impacting. The surgeon suspected that there may have been damage to the trinity acetabuar cup that was causing the fractures of the liners and thus the trinity cup was removed. A new cup and liner were implanted with no issue. Please note: trinity biolox delta ceramic liners are not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) final report it was originally reported that the liners and cup could be returned, however, it was latee reported that they could no longer be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the liner fractures could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity. Entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report. The liners and cup are available to return and will be examined at corin as part of this investigation. Details of this examination will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During surgery, two trinity biolox delta ceramic liners fractured when impacting. The surgeon suspected that there may have been damage to the trinity acetabular cup that was causing the fractures of the liners and thus the trinity cup was removed. A new cup and liner were implanted with no issue. Please note: trinity biolox delta ceramic liners are not cleared for sale or distribution within the USA and this event occurred outside of the USA.